Event description:
Pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. In 1998, the pt underwent explantation of the pump and catheter due to infection. No further info could be obtained from the hcp.